Manufacturer narrative:
The customer performed a visual inspection of the sample and no fibrin or clots were observed. The customer's calibration and qc data were acceptable. There was no indication for a performance issue of reagent. The investigation reviewed the customer's alarm trace and did not discover any abnormalities. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various parts. After service, the customer performed calibration and qc with passing results. Also, the customer ran a patient correlation and precision testing with acceptable results. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas integra 400 plus. The customer confirmed the qc prior to patient testing was acceptable. The patient's initial na result was reported outside the laboratory. The customer performed repeat testing on the same analyzer as well as a different cobas integra 400 plus for confirmation. The patient's initial na result was 124 mmol/l, and the patient's first repeat result on the same analyzer was 124 mmol/l. The patient's sample was tested on a different cobas integra 400 plus and the second repeat na result was 135 mmol/l. The customer determined the second repeat na result was correct. The na electrode lot number was 21500447 with an expiration date of 30-oct-2020.